Event description:
It was reported that during a procedure at the user facility, the irrigation was not working on the handpiece. A lack of irrigation in the device is known to cause overheating. No medical intervention, no adverse consequences were reported and no surgical delay were reported.

Event description:
It was reported that during a procedure at the user facility, the irrigation was not working on the handpiece. A lack of irrigation in the device is known to cause overheating. No medical intervention, no adverse consequences were reported and no surgical delay were reported.